Event description:
Information received indicates the siderail will not latch.

Manufacturer narrative:
The technician found the pins in the center arm used for latching are stuck inside the center arm due to corrosion. He cleaned the pins in center arm assembly; scrapped off corrosion and rust to repair the bed.